Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to perform self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the front panel membrane. Trend analysis for failures of this type does not indicate an increase in frequency.